Event description:
Patient reported " my consultant believes one or both to be leaking as silicone was found in a biopsy of my lymph nodes. I would like to have them removed." Patient further stated "I had a biopsy of lymph nodes from both armpits as they were swollen and silicone was identified". This record relates to left side. Device has been explanted. Subsequently, physician provided further details stating "[patient] came to see me with enlarged palpable lymph nodes in both axillae. "Had prominent lymph nodes in both axillae and had a mammogram and an ultrasound scan undertaken. These revealed the lymph nodes seen in both axillary regions in level 1", "nodes in both axillae were quite prominent clinically". Accordingly, [patient] had these lymph nodes removed; each with a small scar in the axilla. The pathology report showed lymph nodes with preserved architecture and reactive germinal centres. Along the sinusoids were scattered foreign body type giant cells. There was no evidence of malignancy. The features were in keeping with lymph nodes draining implants. The final diagnosis was foreign body type giant cell reaction".

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: device patch with lot number 2288367 and red particles in the shell. Labeled as left side. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported left side ¿my consultant believes one or both to be leaking as silicone was found in a biopsy of my lymph nodes¿ and ¿biopsy of lymph nodes from both armpits in 2020 as they were swollen and silicone was identified¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy.

Event description:
Patient reported left side "one or both to be leaking. Silicone was found in a biopsy." Device remains implanted.